Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced a prime/fill anomaly. The customer's blood glucose was 16 mmol/l. The customer stated that the user could not change the infusion set cannula, so the op was turned off and rewound. The user put the reservoir into the insulin pump and held it to load. The insulin pump did not show the load complete message. The caller reported that the piston kept going until insulin exited the tubing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump.